Event description:
(B)(4). Extremely heavy menstrual bleeding with large clots, anemia, vitamin d deficiency, chronic abdominal pain, widespread muscle and joint pain diagnosed as fibromyalgia, increased migraine headaches, acne, mood swings, irregular periods, facial hair growth, tooth sensitivity, carpel tunnel syndrome, bilateral neuromas in feet, kidney stone, increasing hypothyroidism.